Event description:
It was reported that an unspecified malfunction alarm occurred. There was no reported impact to the customer's blood glucose level. A replacement pump was arranged to be sent to the customer, who contacted their healthcare provider to obtain alternate method of insulin therapy.